Manufacturer narrative:
(B)(4). The reported issue was confirmed. The root cause of this problem was a defect of the j4 connector of the accomp board and heater pan. The j4 connector of the accomp board and heater pan were replaced and the instrument met all specifications.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
Technical service center received the homechoice for regular maintenance. The engineer confirmed the burnt part on the j4 connector of the accomp board during maintenance.